Event description:
It was reported that the patient developed an infection. The system was explanted. Post operative test were performed and a pericardial effusion was observed. A sternotomy was successfully performed as a result.

Manufacturer narrative:
(B)(4).